Event description:
It was reported that during a prostatectomy procedure the back of an unspecified instrument was not working on the conmed machine. The cable was unscrewed and screwed back in. The nurse noticed that the cable was frayed. The cable worked again and was in use for 3 to 4 hours. The case was completed, the pt was not injured, but there was a "burn like" area around the port site on the pt. No add'l pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The electrical cable was returned. Failure analysis is anticipated, but not yet completed. The event is currently under investigation and a follow up MDR will be submitted once all investigations are complete.